Event description:
Same case as MDR ID: 2134265-2011-02751. This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the stent would not cross the lesion. The target lesion being treated was located in the severely calcified and tortuous left anterior descending (lad) artery. A 12x2.25mm taxus liberte stent delivery system (sds) was advanced to a lesion in the left main coronary artery and was unable to cross the lesion. A 16x2.25mm taxus liberte sds was advanced to the lad and was also unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system. Blood and contrast were in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the last two rows of distal struts were stretched and flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the target lesion being treated was the left anterior descending artery however additional follow up indicated that the lesion location was in the left main coronary artery (lmca). The 16x2.25mm taxus liberte sds was advanced to the lmca and was unable to cross the lesion.